Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer has been hospitalized for diabetic ketoacidosis, with a blood glucose level of 26.9 mmol/l. The customer's mother stated the customer was using an mmt-399600 infusion set, with lot 2298830, and an mmt-326a reservoir with lot h7749653. Troubleshooting was performed and the insulin pump passed the self test. However, no alarms occurred during the fixed prime. Nothing further was reported.